Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a non-vitros quality control sample when processed on a vitros 350 chemistry system. The assignable cause of the event is unknown, however, the most likely assignable cause is a non-reactive cartridge caused by having the integrity of the foil wrapper compromised and exposing the slides to ambient conditions, although this could not be confirmed. For the vitros na+ assay, a non-reactive cartridge causes lower than expected results. Acceptable na+ results were obtained after calibrating vitros na+ slide lot 4207-0966-9520 using a new cartridge. There was no evidence of a systemic issue throughout the lot. The event was isolated to a single cartridge. No further investigation is warranted at this time.

Event description:
Lower than expected vitros na+ results were obtained from multiple quality control and patient samples processed using a single vitros na+ slide lot 4207-0966-9520 cartridge tested on a vitros 350 system, and a single control result exceeded potential health and safety criteria. Biorad multiqual control lot 45770 l3 result of 131 mmol/l vs. The expected result of 169.1 mmol/l. Six patient results were affected, but specific results were not provided by the customer. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur undetected. The patient sample results were questioned and were not reported outside of the laboratory. There was no allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).